Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was explanted prophylactically and replaced with another guidant ICD due to the recall advisory. The pacing impedance on the atrial lead was >3000 ohms, with the device programmed to vvi. The shock impedance on the right ventricular (rv) lead was >125 ohms. During device replacement, the atrial lead was tested with the new device and the impedance was within normal range. The chronic rv lead was tested with the new device, but shock impedances were inconsistent. A new rv lead was implanted, but measurements were poor. Additional testing with the new device and chronic lead resulted in appropriate impedance measurements.